Event description:
The customer received questionable results on two patient samples when tested with ammonia (nh3) and ion selective electrode (ise) potassium (k). Of the data provided, it was determined that one patient had erroneous nh3 results that were reported outside of the laboratory. The initial nh3 result was generated at 10:10 am and was 260 ug/dl. The sample was repeated on the same instrument and generated a result of 30 (something) ug/dl. The customer could not provide further clarification on this result. The sample was also run on another cobas 6000 c501 and generated a result of 30 (something) ug/dl. The customer could not provide further clarification on this result. The customer deemed the repeat result to be the correct result. The customer indicated that no treatment was received due to the erroneous result. There was no adverse event. The lot number for the nh3 reagent that was in use was (B)(4), with an expiration date of 10/31/2014. The field service representative (fsr) could not find a cause. He checked the rinse station for proper levels and checked the gear pump pressure. He also checked the probe adjustment and general system performance. The customer performed calibration and qc, which passed according to the customer's specification. The fsr performed a precision check, which passed according to specification. The investigation could not determine a specific root cause due to the lack of pertinent information.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.